Event description:
Procedure type: lap cholecystectomy. According to the reporter: after inflating the balloon, the surgeon adjusted to collar and when he went to lock it in place, the pin which connects the small handle lock to the adjustable foam collar fell out. There was no report of pieces falling into the cavity or impacting the patient. A new instrument was used to complete the procedure. No patient injury was reported.